Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+ bolus mode, to deliver dilaudid 0.5 mg/ml, with a 2mg/hr continuous rate, a 0.5mg bolus dose, a 15 minute pt lockout, a 4 bolus/hr limit and a 100ml container size. On (B) (6) 2010 at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 24.8ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. (B) (4). (B) (4).